Manufacturer narrative:
Customer replaced the power supply.

Event description:
The customer reported the mains led was not lit when the device was plugged into ac power. The manufacturers product support engineer advised the customer replace the power supply to correct the reported issue. The customer replaced the power supply and the issue was resolved. The customer reported the device was in use, no patient harm.